Event description:
After placement of the embolization coil into an aneurysm, the coil reportedly would not detach from the delivery pusher. The physician withdrew the coil and pusher assembly firmly, and the coil detached from the pusher. The end result was that a portion of the embolization coil protruded into the parent artery. Medical intervention consisted of the pt being prescribed plavis to prevent the formation of thromboemboli. The pt incurred no clinical sequelae.

Manufacturer narrative:
Sample analysis: only the delivery pusher was returned for analysis, since the embolization coil was implanted. Pusher electrical continuity testing revealed an open circuit, due to a broken solder joint.